Event description:
Per the clinic, the device was explanted on (B)(6) 2026, under general anaesthesia due to an incorrect placement of electrode array outside of cochlea during initial implantation on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.